Event description:
It was reported that during the implant procedure after repositioning the lead; the health professional was unable to extend the helix. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found. The full lead was returned and analyzed. The defibrillator conductor was distorted at 63 cm.